Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer tried 5 different batteries and the insulin pump finally turned on. That day, however, she tried 15 different batteries but the insulin pump did not power on. Customer's blood glucose level was not reported. The contacts on the battery cap were missing. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.